Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified lesion in the below bifurcation of the femoral artery. A 6x200mm supera self-expanding stent system was advanced and deployed; however, the tip of the delivery system separated inside the sheath during removal of the sess. The patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR: the device was initially reported as not returning; however, it was returned for analysis. Method code 4115 was removed. Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported tip detachment. It may be possible that thumbslide was not retracted and the system lock was not locked prior to removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.